Manufacturer narrative:
Never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500mg/dl and a large ketone level identified as dangerous. Reportedly, customer was refilling cartridges. Additionally, it was reported the customer received an occlusion alarm. Reportedly, customer cleared the alarm and resumed insulin delivery. In addition, customer reported that insulin delivery was missing from the pump history. Data review by tandem technical support showed 36.16 units were delivered, however data was cleared. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released from the hospital on (B)(6) 2020 with the issue resolved, and no permanent damage.